Manufacturer narrative:
Analysis reports the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Broken reservoir tube lip noted. Also their was a cracked display window, cracked case at display window corners, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer had cracks on the insulin pump and missing pieces from the reservoir compartment. The customer blood glucose level was 225 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.